Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial began on (B)(6) 2016. The implant site got really hot and the patient turned stim way down to 1.4v on program 2. Support link helped the patient change to program 3 and he barely felt tingling at 1.1v. The area was still warm but not as hot as when on program 2. His neighbors came over on (B)(6) 2016 and helped him change the bandages and the area was still warm. He could not really tell if therapy was working as he was still getting up 3-4 times per night and 15-18 times per day; however, his urgency had improved. It was also noted that the patient had to sleep in his recliner because it hurt to lie in bed. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.